Manufacturer narrative:
Failure analysis revealed that all the operating currents were within specification. The device passed the displacement test and self test. No display anomaly or unexpected blank display noted during testing. The unit functioned properly. The device was received with cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the display screen is blank. The blood glucose reading was 200 mg/dl. The unit was not exposed to extreme temperatures or direct sunlight. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.